Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer has been experience high blood glucose levels for a few months. The customer stated that she experienced blood glucose levels of 450 mg/dl before and did not experience many low blood glucose levels. The customer's blood glucose was 234 mg/dl at the time of the call. Troubleshooting was done. Advised customer to change the infusion set, reservoir and insulin as well as treat herself per healthcare provider's instructions. Customer stated the cannula was not occluded. Customer stated that she would call back to perform another test. Nothing further reported.